Event description:
The customer reported that this central nurse's station (cns) displayed a b4 error code message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) displayed a b4 error code message. According to the customer, the unit will not boot with the alarm indicator plugged in. This issue was first reported under ticket 234063 and the issue was believed to be resolved. Per the customer, in order to get the unit to boot up, they need to unplug the alarm indicator, let it boot then plug it back in for normal operation. The customer stated that this is not acceptable as there's some kind of power failure or unscheduled reboot when biomed is not there. The customer wants the unit evaluated. There was no patient injury reported. Investigation summary: the device was returned and evaluated. During the evaluation of the device, the unit was rebooted several times with proper alarm indicator connected and the reported issue could not be duplicated. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/23/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 06/25/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) displayed a b4 error code message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) displayed a b4 error code message. According to the customer, the unit will not boot with the alarm indicator plugged in. This issue was first reported under ticket (B)(4) and the issue was believed to be resolved. Per the customer, in order to get the unit to boot up, they need to unplug the alarm indicator, let it boot then plug it back in for normal operation. The customer stated that this is not acceptable as there's some kind of power failure or unscheduled reboot when biomed is not there. The customer wants the unit evaluated. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.